Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Customer satisfied after the call. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(kitchen) test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Number cannot be completed as dialed.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The customer is concerned with the results reported of 226mg/dl. The expected fasting blood glucose test result range is 150 to 180mg/dl. The customer did report experiencing hyperglycemic symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product not stored according to the specifications in the kitchen. The test strip lot manufacturer's expiration date is 04/28/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer refuses to run a test at the time of call since her husband pricked his finger 4 times before contacting us. Customer was able to obtain a reading prior to the call of 226mg/dl. Customer did not advise if 226mg/dl was fasting or non-fasting.